Manufacturer narrative:
(B)(4). The report that the guidewire separated was confirmed through examination of the returned sample. The customer returned one lidstock and one nitinol guidewire for evaluation. Signs-of-use were observed on the returned guidewire. The guidewire was separated near the junction of the rigid and coiled portions of the guidewire. Only the proximal end (stiff tip) of the guidewire was received; the coiled distal end was not returned. No manufacturing defects were found during this investigation. Analysis of the separated coiled portion to evaluate the nature of the break and identify potential root causes could not be performed as it was not returned. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire damage. Based on these circumstances, the root cause could not be determined without the entire guidewire returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "when mounting the sterile field, I check guidewire, in which I notice a slight thickening at the junction of the atraumatic tip with the rest of the guidewire. I continue with the procedure. I cannulate the vein without incident, but when passing the guidewire through the vein, I notice some resistance and the patient complains of discomfort, which is why I remove the guidewire. When I try to remove it, I notice resistance. After trying in different positions (tilting the guide to reduce the angle of entry and rotating the guide), finally the it comes out, but the tip is not what it should have been, I request an urgent x-ray with which I confirm that the atraumatic tip of the guide has remained inside the patient. - urgent x-ray was requested - on-call surgery is contacted - contact with the coordination of infermeria's lathe - assessed by internal medicine physician - contact with vascular surgery of hospital de bellvitge. 16/04/2024 - doppler ultrasound by the vascular surgery department. - x-ray of the humerus 18/04/2024 - ultrasound - cat scan - humerus x-ray - extraction under local anesthesia in the operating room. The patient was reported as fine post the extraction.

Event description:
It was reported that: "when mounting the sterile field, I check guidewire, in which I notice a slight thickening at the junction of the atraumatic tip with the rest of the guidewire. I continue with the procedure. I cannulate the vein without incident, but when passing the guidewire through the vein, I notice some resistance and the patient complains of discomfort, which is why I remove the guidewire. When I try to remove it, I notice resistance. After trying in different positions (tilting the guide to reduce the angle of entry and rotating the guide), finally the it comes out, but the tip is not what it should have been, I request an urgent x-ray with which I confirm that the atraumatic tip of the guide has remained inside the patient. Urgent x-ray was requested on-call surgery is contacted contact with the coordination of infermeria's lathe assessed by internal medicine physician contact with vascular surgery of hospital de bellvitge. On (B)(6) 2024 doppler ultrasound by the vascular surgery department. X-ray of the humerus. On (B)(6) 2024 ultrasound, cat scan, humerus x-ray, extraction under local anesthesia in the operating room. The patient was reported as fine post the extraction.

Manufacturer narrative:
(B)(4)